Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a stone removal procedure. According to the complainant, during the procedure, when the physician withdrew the inflated balloon from the bile duct to the duodenum to remove the stone, he found the balloon had ruptured. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a stone removal procedure. According to the complainant, during the procedure, when the physician withdrew the inflated balloon from the bile duct to the duodenum to remove the stone, he found the balloon had ruptured. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the cut wire was found to be kinked/bent and had visible slack. A functional evaluation found that the device did not bow past 90 degrees due to the damaged cut wire assembly. The balloon at the distal end was found intact, however, it failed to inflate when it was functionally evaluated with the syringe. A pin size hole was noticed on the balloon when the device was evaluated with water filled syringe; the balloon was not ruptured. During manufacturing, tome devices are 100% inspected so the pin size hole is likely due to interaction with the endoscope. Therefore, the most probable root cause is caused by other device. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.